Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed post diagnostic cardiac catheterization. Reportedly, the groin looked good upon discharge. Approx 36-48 hours later while at home, the pt felt a "pop" sensation in the groin and experienced bleeding. The pt was involved in some type of movement when the pop sensation was felt. Reportedly, the pt has recovered.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. One paper print radiographic image was received with the incident. The image revealed contrast medium injected through the procedural sheath in the femoral arterial system. No right or left indentification markers were present on the image. The image quality was poor. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's info guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.